Event description:
Meter read 300 mg/dl and went to the doctor to have glucose tested. It was reported doctor meter read 296 mg/dl and then customer's meter read 123 mg/dl. Reporter stated no symptoms and no treatment at the doctor. A request was made for the return of the suspect device and replacement product was sent.